Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, video connector lock failure was noted, and internal battery consumption issue was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera elite video system center did not have image even after a camera head was inserted. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received from the reporter indicating, the event occurred during pre-use for a therapeutic procedure (transurethral lithotripsy). The intended procedure was completed successfully with a similar device. A review of the DHR found no deviations that could have caused or contributed to the reported issue. The root cause of the reported issue could not be determined. However, based on the results of the investigation, it is likely that, the video function did not work properly due to the video connector pin breakage, and the phenomenon [images are not displayed] occurred. Olympus will continue to monitor the field performance of this device.